Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "a system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The system message displayed noted the footswitch was not attached-reset. The surgeon was on the final case of the day. The case was almost complete. The surgeon used a syringe to manually remove what was left of the viscoelastic. The nurse stated the pt outcome was good. No pt injury was reported.

Manufacturer narrative:
The footswitch has been received and in house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).